Event description:
It was reported that during preparation of a chronic catheter placement, the device allegedly had defect at the cuff level. It was further reported that there was evidence of a tissue growth type defects that prevents its use. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient prepped for a chronic catheter placement procedure using powerline. Prior to the procedure, device allegedly had defect at the cuff level. It was further reported that there was evidence of a tissue growth type defects that prevents its use. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows a clinician holding a powerline catheter. The cuff is noted to be partially detached from the catheter and cuff residues can be noted. Therefore, the investigation is confirmed for the reported cuff failure to bond issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.